Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to fix the lead and the pacemaker, the set screw could not be tightened. The pm was not used and a new pm was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of the ventricle setscrew could not be tightened was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the v-setscrew. The user was either not fully inserting the wrench into the inset of the setscrew or could not fully insert it due to the wrench not being aligned to go into the setscrew inset. With the wrench tip partially inserted the wrench will begin to slip as the setscrew begins to tighten then strip the setscrew inset so that the setscrew cannot be tightened. The problem is related to the user¿s incorrect use of the torque wrench.